Event description:
It was reported that the right atrial lead exhibited chronic high impedance. During a normal device replacement procedure, noise was seen on the lead and competitor¿s product. The pulse generator exhibited loss of output. It was discussed that the source of noise was unclear. On (B)(6) 2017, the right atrial lead was capped and the pulse generator remained implanted on the right side. A new system was implanted on the left side. The patient was asymptomatic and in stable condition throughout the procedure.